Manufacturer narrative:
The product was returned for evaluation and the investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report with product evaluation information.

Event description:
During an unknown endoscopic procedure, the physician used a cook savary-gilliard wire guide. It was reported [that the] user opened the package and checked the wire guide which is intact. After esophagus stent implantation, user retracted the wire guide and stent delivery system from patient, but user found out the tip of wire guide [was] missing. User immediately checked the stomach with endoscopy found out it is detached and remain in patient stomach, then user took snare to pick the head of wire guide from patient. A section of the device did not remain inside the patient¿s body. The detached portion of the wire guide was retrieved with a snare due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
This correction follow up report is being sent to cancel the initial report submitted relating to this event. Please reference the additional manufacturer narrative notes section h.10 for this justification.

Manufacturer narrative:
An emdr report was initially sent on (B)(6) 2023, based on the information that the device coil spring assembly detached from core wire. This was thought to be a cook device. The device was sent back to the supplier for further evaluation where it was determined that the device in the complaint is not a cook device. A comparative analysis of the design of the device and its attributes was performed to support this conclusion, such as differences in device dimensions, coilspring flexibility, distal tip, proximal tip, and markings. In addition, laser markings to add the serial number to the device and this marking was not present. Therefore, this is no longer considered reportable. This emdr cancels the initial emdr.